Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was june. Ge healthcare issued a quote for replacement of the returned part. The customer refused the quotation. The part was returned to the customer. There is no further information regarding the repair.

Event description:
The hospital sent in the broken a-ccii (compact patient starter kit with compact block ii) block and reported the broken mechanics. There was no reported patient involvement.